Manufacturer narrative:
(B)(4). Method: only the swivel of the complaint rt125 infant bias flow breathing circuit was returned to fisher & paykel healthcare for investigation. It was visually inspected and pressure tested for leaks. Results: visual inspection revealed that one of the swivel wye ports was cracked. The pressure test result was outside of specification. Conclusion: investigations into this issue have determined that the cracking has most likely occurred due to improperly mixed material in the batch. We have since contacted the supplier, and arranged for them to supply the molding material with the two parts already mixed. We anticipate that this will resolve the issue, and the project to implement this change has recently been completed. The new pre-mixed material has now been implemented on the production line. All infant breathing circuits are visually inspected and pressure and flow tested during production, and those that fail are rejected. Our user instructions that accompany the rt125 infant bias flow breathing circuit state the following: - "check all connections are tight before use." - "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." - "set appropriate ventilator alarms."

Event description:
A hospital in (B)(6) reported to a distributor that the swivel wye of an rt125 infant bias flow breathing circuit was found cracked during the initial leak test with the ventilator, prior to patient use.